Event description:
Lt lower lobe lung lobectomy for 2 cm adenocarcinoma; (B)(6) 2021. Lt lower lobe lung lobectomy - (B)(6) /2021 - robotic surgery wound complication: lt abdominal wall bulging secondary to thoracic nerve injury. Chemotherapy: (B)(6) 2021-cisplatin and alimta. Followed by oral tagrisso. Permanent anemia. FDA safety report ID# (B)(4).